Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 600 mg/dl. Cause of high bg was unknown. A manual injection was administered to address bg level. Additional information regarding the reported issue was not provided.